Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance twice due to low blood glucose. On (B)(6) 2017 the customer had blood glucose that was too low to register on a meter at the time of the incident. The customer was at 156 mg/dl at the time of the call. The customer was given dextrose to treat. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer believes the recalled sets caused the lows. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.